Event description:
It was reported that during the abdominal hysterectomy, the generator rec'd error 3 as soon as the generator was put in ready mode. The power was cycled and the demo handpiece was tried again with no success. A second handpiece was used to finish the case with no pt consequence.